Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that all 4 seal plugs were missing. High power visual inspection noted that all 4 capture washers were bent upwards and rounding was noted in all 4 setscrews at the top of each of the hex slots. Both atrial setscrews and the rv- tip setscrew were stuck in the up position inside their capture washers, the rv- ring setscrew was up against its capture washer, but not stuck. The setscrews were loosened using the appropriate force and all setscrews moved freely in both directions once they were loosened from their capture washers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported clinical observations and concluded that the damage noted to the setscrews and capture washers was induced by a torque force greater than what the setscrew/capture washer design was designed for.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure, the setscrews were unable to be loosened on this pacemaker to remove the leads. Boston scientific technical services (ts) discussed troubleshooting options. The setscrews were still unable to be loosened, so the procedure was abandoned and another procedure was performed the following day. During the second procedure, the leads were able to be removed from the device header. The device was explanted and replaced and the leads remain implanted and in service with the replacement device. No additional adverse patient effects were reported.